Manufacturer narrative:
The date of the event is unknown. The device is awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm during an unspecified process step. It was also reported that there was no patient incident. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified cracks on the upstream sensor tail flex which contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported nuisance upstream occlusion alarms which were not reproduced. Upstream occlusions were verified through a review of the event history log and found to be caused by cracks on the upstream sensor tail flex. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.